Event description:
It was reported that during follow-up, lead dislodgement was observed. The lead was explanted and replaced. Patient condition was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.